Event description:
A system error 2240 message appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt had left an unused supply line unclamped during therapy. Baxter's technical svc ctr assisted the home pt in ending therapy early. Therapy was completed by setting up with new supplies. Per the home pt, no pt injury or medical intervention was associated with this incident.